Manufacturer narrative:
(B)(4). The complaint rd900 neopuff is currently in fisher & paykel healthcare regional office in (B)(4) for evaluation. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an rd900 neopuff infant resuscitator was not holding the correct pressure. There was no reported patient involvement.

Event description:
A healthcare facility in germany reported, via a fisher & paykel healthcare (f&p) field representative, that an rd900 neopuff infant resuscitator was not holding the correct pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at our fisher & paykel healthcare (f&p) service centre in germany where it was tested by a trained f&p technician. The unit was serviced and performance tested. Results: visual inspection revealed that the enclosure caps of the returned rd900 were damaged and the performance test revealed that the manometer was not working properly. Conclusion: being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.